Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that cannula was not inserted due to infusion set adhesive not sticking on skin which led to high blood glucose level over 400 mg/dl. Customer went to the emergency room (ER) on 17/jun/2024 and stayed for one day. Health care professional (hcp) identified ketone level as dangerous/life threatening. The customer received intravenous (IV) and fluids of saline and insulin. No further information available.